Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of a literature that a patient was referred to our institution after onset of frequent headaches. Magnetic resonance angiography revealed a dural arteriovenous fistula (davf). Preoperative dsa revealed the (davf) involving the vein of galen supplied by the distal branches of bilateral posterior cerebellar artery (pcas), the distal segment of the left anterior cerebral artery (aca), bilateral middle meningeal artery (mmas), and the right occipital artery. This tentorial (davf) was drained into the vein of galen and the basal vein of rosenthal, with venous varix. After superselective catheterization through the left (mma), onyx was injected until it opacified the proximal portion of the draining vein. Angiographic complete occlusion of the fistula was confirmed by the left external carotid artery angiogram after injection, but hemorrhage resulting from the (aca) was detected by the left common carotid artery angiogram. Consequently, onyx embolization was performed to obliterate the pial supply of the left (aca). However, the left vertebral artery angiogram still revealed hemorrhage. A head computed tomography scan performed immediately after embolization demonstrated intraventricular hemorrhage. Despite bilateral external ventricular drainage, this patient died as a result of the hemorrhage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.